Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process.

Event description:
The customer observed falsely (B)(6) results while using architect hbsag reagents. The following data was provided for the same patient. Initial greater than 250 iu/ml (B)(6), not repeated previous results from (B)(6) 2018 were also (B)(6), 4672 ui/ml. Confirmation test was (B)(6). Dna quantification results were (B)(6). No impact to patient management were reported.